Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650 - (B)(4), 1650 - (B)(4), 1650 - (B)(4), 1650 - (B)(4), 1650 - (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Log files sent, confirmed by engineer that a critical battery alarm was noted as well as potential issues with other batteries. Adverse events updated: no consequence or impact to patient. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01689) submitted for devices related to the same event.

Event description:
It was reported by a clinical engineer that a patient experienced a single low priority beep from his controller, the battery gage for "port 1 went from being lit up to going blank before going back to lit up". The patient reports this has happened on various occasions. It was confirmed that the battery was connected appropriately. The facility will replace the patient's batteries. The battery was exchanged with no reported consequences or impact to the patient. No additional information was reported. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of five reports (3007042319-2015-01689, 3007042319-2015-01690,3007042319-2015-03014, 3007042319-2015-03015 and 3007042319-2015-03016) submitted for devices related to the same event.